Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal did not deploy, the plunger didn¿t move smoothly and it was unable to use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. The delivery device was returned outside the loading device. The tension spring assembly remained in the delivery tube with the seal extended outside the tube. The extended seal was observed in deployed state. The blue slide lock was engaged and the white plunger was fully depressed on the delivery device. Blood was visible in the delivery device indicating that there was attempt to deploy the device into the aorta. Based on the received condition of the device we were not able to measure the delivery tube dimensions. Based on the investigation, the reported complaint for "failure to deploy" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal did not deploy, the plunger didn¿t move smoothly and it was unable to use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.